Event description:
Pt was experiencing pain after receiving pca doses and add'l loading dose of demerol. Although the pump screen totaled 110 mg, there was only 45 mg of medication out of attempting to administer a pca dose and a repeat loading dose. The pump screen calculated the dose given but the cartridge did not move.